Event description:
From staff: during surgery stimulan beads were mixed according to manufacture instructions for use using 1g of vanco powder and 240mg/6ml of tobramycin powder to make antibiotic beads. According to the instructions, you are not to add the stimulan rapid cure mixing solution if you are using liquid antibiotic solution, therefore we did not add this. The solution was mixed for 30 seconds per instructions and then the surgeon and cst began forming beads. Per instructions the beads should have set within 4-7 mins, 15-20 mins max. However, after waiting well over 20 mins post making the beads they were not setting. Surgeon decided to not use antibiotic beads and forgo this plan.